Event description:
Climbing up in a truck and the brace broke and I fell down onto my back and hit my head. At the same time all the pressure of my leg went into my ankle at the part that broke at the bottom portion. Have sore head, back and an ankle I can't put pressure on. I have a intrathecal baclofen pump and have an appt to get it checked out to make sure it is not damaged not the catheter moved as I have some tenderness in the cath implant area. FDA safety report ID # (B)(4).